Event description:
A malfunction alarm was reported with the pump, identified by malfunction code malf 16. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as backup therapy to ensure uninterrupted insulin delivery and was instructed by technical support to put the malfunctioning pump into storage mode before returning it. The pump was confirmed under warranty, and a replacement was arranged, with shipping details confirmed for the return process.